Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, based on the additional information received, this reload fired successfully.

Event description:
According to the reporter: occurred during a video assisted thoracoscopic surgery. While firing over a vein, the pliers were blocked during the second squeeze of the manual stapling handle. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, changed the method of surgery. There was no patient harm. The patient outcome is alive, no injury.